Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The insulin pump was received with severely scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call his blood glucose was 500 mg/dl. He experienced a yucky feeling. The customer treated with several boluses and a set change. Troubleshooting was initiated for the insulin pump. The drive support cap appeared normal. The device settings were programmed accurately as well. The customer mentioned that the insulin pump had a scratch on the battery compartment. A self test was performed and passed. No products were returned or replaced.